Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer reported his precision xtra blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. The customer was reportedly unable to obtain blood glucose readings and experienced symptoms of lightheadedness, lethargy, and had loss of consciousness. No third-party medical intervention and no emergent treatment were required. The customer reported he took his regular diabetes medications (novolog and lantus). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Evaluations results: customer returned product for investigation. The complaint is not confirmed. Meter powered on with button but not insertion of cal bar. Meter did not power on with insertion of strips. Did observe power issue with strip port. Port issue has been identified to be contamination caused by user misuse. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.